Event description:
It was reported that this pacemaker exhibited false mode switching due to far field oversensing. Technical services (ts) recommended changing the programming to reduce the oversensing. This pacemaker remains in service. No adverse patient effects were reported.